Event description:
It was reported that the tap was splayed at tip with use of a guidewire. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of instrument confirms tip of the tap is cracked; he crack is ~23mm in length and splayed out axially the guidewire is broken off, and unable to be removed from the tap. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.